Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced start sensor session message during warm up. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Product information update.